Event description:
Doi: (B)(6) 2017. Patient received an attune primary knee arthroplasty to treat osteoarthritis of the left knee. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Product information is provided on page 11 of the medical records. Dor: (B)(6) 2015. Patient received a left tka revision due to pain, swelling, stiffness, and loosening of the tibial component at the implant to cement interface. Upon entering the knee, the surgeon identified and removed pericapsular adhesions. Intraoperative notes confirm tibial tray loosening. The femoral component and patella were well-fixed and retained. There were no reported product problems with the removed femoral component and tibial insert. Depuy revision components were implanted at revision utilizing competitor cement. The procedure was completed without complications. Revision implant product information is provided on page 17 of the medical records.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2, b5, b7, d2b, d4 (lot, catalog, expiration date, UDI), d6, d11, g5, h4, h6 (no code available (3191) is used to capture the device revision or replacement) corrected: a1, d1, d2. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address stiffness and loosening of the tibial component at the cement to implant interface, cement manufacturer was unknown. It was also reported that the tray looked loose on x-ray and bone scan was hot. It did not pop out immediately but took multiple hits and effort to get out. When the tray finally did come out, no cement was stuck to its backside. The femur and patella were well fixed and retained. The hospital retained the implants for the patient. Doi: 2 years ago; dor: (B)(6) 2019; left knee.